Event description:
It was reported that there was an infection, and the devices were explanted. It was stated that the infection was in the implantable neurostimulator (ins) pocket. It was also noted that there was sepsis and that a culture was taken from the device pocket. Antibiotic treatments were reportedly necessary. The date of onset was unknown. Other patient symptoms reportedly included "burning" sensation, drainage/incisional wound opening, fever, pain, and redness. It was also stated that the locations of the symptoms were device pocket and spine. It was noted that the patient had diabetes type 1, and the patient status was alive with no injuries/no adverse event. The actions required as a result of the event reportedly included hospitalization, medical intervention, and surgical intervention. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n342976, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).